Event description:
It was reported that the seat of a commode was cracked and it pinched the user's butt. It is unknown if there was any medical intervention. Additional information was requested, but is not available at this time.